Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a ventricular tachycardia (vt) episode. The anti-tachycardia pacing (atp) induced the patient into a ventricular arrhythmia, which the device successfully detected and delivered of a 41 joule shock. Boston scientific technical services reviewed the available data and confirmed artefact evident on the right ventricular/shock channel and it appeared to be external in nature. Review of lead diagnostics showed normal trends over time and evaluation of other stored events showed that the egm channels were clean/artefact free. It was suspected that the patient had undergone a procedure or treatment of some sort during the time of the event. However, it could not be confirmed. No additional adverse patient effects were reported. This device remains in-service.